Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The 2.5 x 18 mm absorb gt1 referenced is being filed under a separate medwatch report.

Event description:
Patient presented on (B)(6) 2016 with idiopathic ventricular fibrillation with decreased left side function and recent electrophysiology (ep) ablation. It was noted at 2:00 pm that the patient showed no left ventricular function following the ep ablation. A 2.5x18 mm absorb gt1 bioresorbable vascular scaffold (bvs) was implanted in the left anterior descending coronary artery and a 3.0x18 mm, absorb gt1 bvs scaffold was implanted in the circumflex coronary artery on (B)(6) 2016. Both bvs were post-dilated and post procedure the patient was stable. Later that night at 11:20 pm, the patient experienced EKG changes including st elevation, hypotension, angina, and thrombosis. The patient was restarted on integrilin and was sent back to the cath lab. At 12:20 am, angiogram was performed; patient then went into cardiogenic shock and was intubated. The patient was sent into surgery, after 1.5 hour. A balloon pump was inserted at 1:00 am. The patient expired during surgery ((B)(6) 2016, 2:06 am). The official cause of death from the initial coroner report is cardiac arrest, cardiopulmonary resuscitation was performed, unable to ventilate due to pulmonary edema. As of (B)(6) 2016, an autopsy has not been performed. No additional information was provided.

Manufacturer narrative:
(B)(4). Product performance engineering reviewed the incident information; however, there was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. The cine of the event was received and reviewed by an abbott clinical specialist who concluded the following: acute thrombosis of the double barrel simultaneous kissing scaffolds in the left main (lm) due to severe under-expansion, and actual compression of one of the scaffolds, in a very high risk complex lm bifurcation lesion involving both the left anterior descending (lad) artery and the left circumflex (lcx), in the setting of a very unstable clinical status due to refractory ventricular fibrillation on initial presentation pre-scaffolds. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. It should be noted that the reported patient effects of angina, cardiac arrest, death, hypotension, thrombosis and shock, are listed in the absorb gt1 instructions for use, as known adverse events associated with the use of a coronary scaffold in native coronary arteries. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.